Manufacturer narrative:
Continuation of d10: product ID: 978b128; lot#: va2mw3k; implanted: (B)(6) 2022; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 20-jan-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024 mendix patient registration (B)(6) patlr1 patl: information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the urinary stimulator currently was not working very well. Additional information was received from the patient on (B)(6) 2024. They reported that the symptoms will not controlled after multiple reprogramming attempt. The cause was not due to normal battery depletion. The patient stated that the most likely was that the leads placed too low and the central stimulator is at l3-4 and l4-5 is too great. They have scheduled a surgery to alleviate the problem caused by stenosis. New surgical intervention at l3-4 and l4-5.